Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that collar separation occurred before use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "eclipse safety shield comes away from needle hub when removing needle cover." 5 occurrences were reported.

Manufacturer narrative:
H.6 investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for hub / collar separation with the incident lot was observed. Additionally, evaluation of the customer samples was performed, and hub / collar separation was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA # 1277214. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that collar separation occurred before use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: "eclipse safety shield comes away from needle hub when removing needle cover." 5 occurrences were reported.